Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer ate a sandwich and cinnamon roll and noticed his blood glucose was rising. The customer's blood glucose went from 359 mg/dl to 402 mg/dl. The wife stated that the customer started to get irritated. The wife stated that the cannula was bent. The wife stated that insulin was dripping out of the pump. The customer was advised to speak with health care provider about incident that occurred. The customer's blood glucose dropped to 200 mg/dl.